Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a pre-use check there were cracks in the connection. No patient injury or clinical affects was reported.

Manufacturer narrative:
Other, other text: one (1) shows the packaging and an l-70 product. Picture two (2) shows a close-up of the proximal end female luer connector which is observed to have a crack. One (1) unit of part number l-70 was received without original package, in used condition. Visual iinspection revealed a crack found in the female luer connector. Leak test was performed 3 times. During the third attempt the female luer present a damaged in the connection part, however, was not similar to the sample reported. A circular damaged was create in the connection part of the female luer, however the crack along the female luer cannot be replicate. No root cause determines due complaint is not attributable to the manufacturing process. A notification was sent to the supplier to inform them about the broken luer failure mode. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use (B)(6).